Event description:
It was reported to philips that the system was not turning on. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) checked the device remotely and confirmed that the system was not turning on. A review of the system logfile confirmed a power failure. The fse visited onsite and upon functional testing, the fse found that fan power unit was defective. To resolve the reported issue, the fse replaced the power distribution unit (pdu) fan board assembly. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.